Manufacturer narrative:
Upon due diligence with the customer it was confirmed that the device was not applied in accordance with the instructions for use at the time of these events. It was also confirmed that self-extubation was not associated with this event. Customer troubleshooting with the IFU was performed with customer confirmation of successful results. Formal retraining was also offered and will also to be performed by tidi. The product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. Instructions for use were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that before each use; check cuffs and straps for cracks, tears, and or excessive wear or stretch, broken buckles or locks, and or that hook and loop adheres securely as these may allow patient to remove restraint cuff. Instructions indicate to discard if device is damaged or if the device is unable securely fasten. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self destructive behavior, or deemed to be an immediate risk to others or to self. Without return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be reviewed. At this time there is no evidence that a manufacturing nonconformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
The customer stated they would like to file a formal complaint in regards to the posey foam limb holder with single qr strap reference number 2532. We have had several instances of patients self extubating due to the restraints becoming loose. During our investigation we noted that if the patient pulls the restraints at an angle, they become loose. We have attempted to tie a knot as a preventative measure but there is not always enough slack to do that. The patient was just repositioned and the nurse left the room. This one happened in ICU. I believe they did keep the restraints if you want to examine them. No lot or gtin was available.